Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an undefined high blood glucose level of over 500 mg/dl that resulted in diabetic ketoacidosis and a subsequent emergency room visit and hospitalization. Customer alleged that both occlusion alarms and malfunction alarms occurred, however, review of pump data by tandem technical support could not confirm these issues. Customer declined to provide further information regarding their hospitalization. The customer reverted to an alternate method of insulin therapy.